Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately 2 hours and 50 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a gambro phoenix machine (not a fresenius product), alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 82 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment early as only 10 minutes of treatment remained at the time of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately 2 hours and 50 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a gambro phoenix machine (not a fresenius product), alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 82 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient ended treatment early as only 10 minutes of treatment remained at the time of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot number was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were detected. The pu distribution on either side of the dialyzer was uneven, but within specification and showed no indication of being compromised or related to the leak report. There was also pu within the cavity ID dialysate port, but also would not contribute to an internal or external leak due to the pu location. Dialyzer was then disassembled for further investigation. There were no damages or irregularities noted that would have contributed to an internal leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.